Event description:
Nellcor puritan bennett received information that suggested the device failed to alarm audibly for low pressure while in patient use. It was reported the device did display visual alarms. The investigation was completed and based on analysis of the device, the defect reported by the customer could not be duplicated/confirmed.